Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radiofrequency programmer head had to be moved/wiggled in order to have successful interrogation and therefore the link electronic module board was replaced and calibrated and the software was reconfigured, reloaded and updated. The device then passed final functional and systems tests. Concomitant medical devices: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head connector on the programmer had to be moved/wiggled in order to gain telemetry. It was noted in the technical services call that the radiofrequency programmer head was replaced but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.